Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4).(ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested positive for coagulase-negative staphylococci (1cfu/endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020] suction channel: candida sp, enterococcus sp, and pseudomonas aeruginosa (4 cfu/endoscope) air/water channel: enterococcus sp (1 cfu/endoscope) [second time; (B)(6) 2020] suction channel: enterobacteria (2 cfu/endoscope) the device had been reprocessed with a non-olympus automated endoscope reprocessor, poka yoke getinge, using peracetic acid.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.